Manufacturer narrative:
Additional information received from the account clarified that one patient experienced two bravo capsule failures to attach while a second patient experienced one bravo capsule failure to attach. The second patient's MDR will captured separately under pe# (B)(4). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an esophageal procedure, two capsules failed to attach to the patient's esophagus.

Event description:
According to the reporter, during an esophageal procedure, three capsules failed to attach to the patient's esophagus. There was no harm caused to the patient. A repeat procedure was necessary due to the alleged device malfunction. Intervention was not required. There was nothing unusual about the patient or the procedure that may have led to this event. An endoscopy was performed prior to the bravo procedure and the esophagus appeared to be normal. The bravo user has been using this procedure for over three years. The capsules will be returned for evaluation. No other known adverse events were reported.